Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the right inferior epigastric artery using ruby coils. During the procedure, the physician deployed and detached a ruby coil into the target vessel using another manufacturer's microcatheter. The physician then removed the microcatheter in order to take an angiographic picture to confirm if the target vessel was occluded. However, the angiographic image revealed that there was still minimal flow in the target vessel. Therefore, the physician attempted to re-access the target vessel and place another coil. After numerous attempts to advance the microcatheter back into position, the physician was able to reach target vessel to deploy the next coil. However, while attempting to deploy a new ruby coil in the target vessel, the ruby coil felt stiff and the physician was unable to place it in to the target vessel. The physician stated that the target vessel had spasmed; however, it was never confirmed. The physician believes that the patient's tortuous anatomy and the microcatheter have caused the target vessel to spasmed which then prevented the ruby coil from being placed in the target vessel. Therefore, the physician decided to remove the ruby coil; however, resistance was encountered while resheathing the ruby coil. Next, the physician pulled the ruby coil pusher assembly and introducer sheath out of the microcatheter and noticed the ruby coil had unintentionally detached in the microcatheters hub. The detached ruby coil was then successfully and completely removed from the hub of the microcatheter and another angiographic picture confirmed that the entire ruby coil was removed. The image also showed the target vessel was now occluded successfully and no further coils were needed. A rotating hemostatic valve (rhv) was not used and the physician did not maintain continuous flush. There procedure was deemed complete at this point. There was no report of an adverse effect to the patient.